Event description:
(B)(4). The coils have caused bloating pain nausea migraines. The coils shredded my fallopian tube and I had to have the tube removed. The other coil obliterated and they can't get all the pieces out. I have a rash due to the nickel.